Event description:
It was reported that the ncb plate was initially implanted in 2009 for a distal femur fracture. Doctor stated it became a non-union and broke. There was not a screw in the hole where the plate broke, nor did we place a screw and remove it intraoperatively. That hole was located at the fracture site and was never used.

Manufacturer narrative:
This report will be amended when our investigation is complete.